Event description:
It was reported that during preparation of a triclip xtw, after the grippers were raised and the clip was unlocked and the close to 20 degrees to test first efaa, the clip was observed to not be linear to the shaft. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the returned device analysis confirmed the reported irregular appearance of the clip. Additionally, threaded stud was found to be bent. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported irregular appearance of the flush port and the bent threaded stud may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.